Event description:
This study, pt underwent sfa (superficial femoral artery) stent implantation and experienced intermittent claudication and arterial restenosis. This is a male with medical history including coronary and peripheral atherosclerosis (bilateral leg artery stenosis), hyperlipidemia, ex-smoker, shortness of breath, and previous mi (myocardial infarction). The target lesion was right superficial femoral artery described as de novo, eccentric, non-thrombotic and 85% stenotic. The pt was maintained on an asa and plavix medication regimen pre, during and post procedure. Access method was percutaneous and puncture site contra lateral. Two smart stents (6x120mm and 7x120mm) were implanted without reported difficulty. The lesion was post dilated. No dissections were reported during procedure. Coumadin was restarted, (patient previously on coumadin) in conjuncture with the other antiplatelet therapy, two days post procedure. Approx five months post procedure, the pt presented with symptoms of intermittent claudication in the right leg. Angiography was performed and revealed instent arterial restenosis with in the 7 x 120 mm stent. The restenosis was treated with poba (plain old balloon angioplasty) without report of difficulties.

Manufacturer narrative:
The stent remains implanted thus unavailable for analysis. Manufacturing records for the involved lot of product were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to nitinol devices & components (ndc) for the raw stent lot; the results indicate that the stent shipped meets specified release requirements. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are pt and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease and lesion length.